Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal inflammation. The cause of the event was unknown. The patient was not hospitalized for the event. Treatment for the event was unknown. Action with dianeal therapy was not reported. At the time of this report the patient was not recovered and reported they were planning to go to the hospital for treatment later in the day. No additional information is available as the reporter declined follow up.